Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during implantation, a preloaded monofocal intraocular lens (iol) was partially inserted when the surgeon noticed the lens haptic had a broken arm. It was also reported that the lens was inserted and removed during the same surgery. It was unknown if an incision enlargement was required. However, sutures were required. There was no delay in the procedure. Daily activities was not significantly affected. The patient fully recovered. Through follow up, it was learned that the 10.0 nylon suture was prophylactically used. There were no additional surgical maneuvers performed. There was no patient injury. No other information was provided.